Manufacturer narrative:
Reported event: an event regarding fretting involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show black debris around the stem and black debris on the head most likely caused by fretting. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. Intra-operatively, black material was noted inside the femoral head. A 36 -5 lfit v40 head and poly liner were revised to a biolox head with sleeve and poly liner. The stem was not revised and rep confirmed that there are no allegations against the liner. Rep has some pictures to provide and can return the explants, and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. Intra-operatively, black material was noted inside the femoral head. A 36 -5 lfit v40 head and poly liner were revised to a biolox head with sleeve and poly liner. The stem was not revised, and rep confirmed that there are no allegations against the liner. Rep has some pictures to provide and can return the explants, and reported that no further information will be released by the hospital or surgeon.